Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The physician does not believe the infection was procedure or device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was provided that the patient was prescribed IV antibiotics to treat the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: enh st ld kit. Explanted devices will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The physician does not believe the infection was procedure or device related. The patient is reportedly doing well following the procedure.